Event description:
Related manufacturer reference number: 3006705815-2022-17048. It was reported that patient had an infection at the lead placement midline incisions. Inflammation, redness and discharge was at incision site. Patient was given IV antibiotics and two rounds of oral antibiotics. Cultures were obtained but the results were not provided. Surgical intervention was undertaken wherein the entire system was explanted and both incision sites were cleaned.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.